Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the battery compartment cracked and there as an observed leak. Evidence of moisture corrosion was only in the battery compartment. Unrelated to the damage, the ok key was intermittently responding. Contamination was found under the ok keypad button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.